Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high impedance on the left ventricular lead in the lv4-rvcoil vector on two occasions on the same day. It was also reported that a subsequent x-ray showed that the left ventricular lead wasn't inserted all the way into the device which triggered the high impedance alert. A revision was done to reconnect the lead and the device and lead remain in use. No patient complications have been reported as a result of this event.